Event description:
Upon investigation the monitor displayed a service code 102 (discharge profile faults).

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (charge profile fault) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Additionally, there was contamination found on multiple components of the defibrillator pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.